Event description:
Prior to a latparoscopic assisted vaginal hysterectomy procedure, upon inflation, balloon tip burst. Case was completed with another device of the same product code. There was no pt consequence.